Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
On (B)(6) 2016, the patient underwent a thrombectomy procedure for recanalization of the m1 segment of the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max). The procedure was uneventful and the patient was asymptomatic after the procedure. Approximately three days post procedure, it was reported that the patient experienced symptoms of pain in the legs which were later determined to be due to occlusion of the abdominal aorta and left popliteal artery, as a result of dissection. Although the symptoms were present for two to three days, beginning approximately (B)(6), the physician was not informed about the symptoms until (B)(6) 2016. A digital subtraction angiography (dsa) of the abdominal aorta and legs was performed the same evening and the obstruction was discovered. The patient underwent surgery for an aortic endarterectomy (tea) and removal of dissected membrane. According to the surgeon, the dissection was probably a consequence of the first dsa procedure (the recanalization procedure on (B)(6) 2016). Hence, the relationship to the angiographic procedure was assessed to be certain. The vessel dissection was assessed by the principal investigator to be uncertain in relation to the neuron max. Other non-penumbra devices used during the same procedure were also assessed to be uncertain. The event was reported as resolved on (B)(6) 2016. Translated procedural reports received on (B)(6) 2016 provided additional information indicating that on (B)(6) 2016, the patient suffered by leriche-syndrome due to dissection of abdominal aorta, which led to occlusion of the left popliteal artery. Both were treated by surgery; however, due to the delay in treatment since the patient had not notified the treating physicians, the patient developed a compartment syndrome. This was treated by fasciotomy on (B)(6) 2016. It was additionally noted on the procedural reports that the patient took a good clinical course after treatment of the dissection and the fasciotomy. On (B)(6) 2016, it was planned to change bandages and possibly close the wound of the fasciotomy. Unfortunately, during narcosis induction, the patient aspirated massively, which led to toxic lung edema and subsequent respiratory failure, and the patient expired.

Manufacturer narrative:
The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.